Manufacturer narrative:
Please refer to the analysis attached report.

Event description:
The ICD was implanted on (B)(6) 2017, and connected to already implanted defibrillation lead (B)(6) 2011). Reportedly, on (B)(6) 2022, an elevated rv coil impedance value of approximately 2100 ohms was noticed. The clinic records showed the recent history of the rv coil impedance values to have been 1874 ohms on (B)(6) 2021 and 514 ohms on (B)(6) 2020. In addition, it was noted that the rv pacing threshold was 2.25v, 0.85ms on (B)(6) 2022 while it was 1.75v, 0.85ms on (B)(6) 2021.